Manufacturer narrative:
A ge representative evaluated the system and determined the single board computer needed to be replaced, and associated hardware upgraded, but the customer declined the repair and decided to have a 3rd party perform the replacement. No conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.